Event description:
Rep reported that the pediatric oncologist treating a (B)(6) old with leukemia who had a vps placed. At the time, he placed an ommaya reservoir with a codman certas programmable valve to get intrathecal chemotherapy. I have an extra indictor to adjust the ommaya given to me by the ns residents. The last time we used the indicator to turn off the valve, the surgeon and the ns had a difficult time confirming the setting. Ns felt the valve had been used many times and thought it needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that the returned tms programmer (indicator tool and adjustment tool) was used with a control valve and it was determined that the indicator tool and adjustment tool are fully functional. The control valve setting could be changed, and the pressure setting could be verified correctly with this tms programmer. The difficulties encountered in the clinical setting could not be confirmed, the indicator tool appears to be functional. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.